Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.9, lab: 3.8. A second called, (B)(6) , stated that she pulled strips from the lot giving the above results on (B)(6) 2011 and tested them against the new box of strips they received. The testing was performed a healthy, non coumadin patient. The results are as follows: lot #2366990= 0.9, lot#243932= 1.0.

Manufacturer narrative:
Investigation pending.